Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Adverse event problem code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 it was reported that the patent experienced "slight abdominal pain together with a ventral traction of the peg/j (inward movement of peg/ pej)". On an unknown date the patient was seen by a home nurse who informed the neurologist of a bezoar, it was suggested that the patient goes to the emergency room to be evaluated. On (B)(6) 2023 it was reported that an endoscopy was performed which revealed a phytobezoar that was removed from the pej without replacement of the device.